Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03391. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the available radiographs identified the following: possible metal on metal contact of hardware at glenohumeral joint; appearance of reverse shoulder arthroplasty. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty. Subsequently, the patient was revised due to dislocation of the head, disassociation of baseplate from the glenosphere, pain, and hematoma nine days post primary implantation. No other patient consequences are known at this time.